Event description:
It was reported that a malfunction alarm occurred with a pump identified as non-resettable and needing replacement. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump to be sent, and the customer was instructed on returning the problematic pump using a pre-paid ups label. The customer confirmed understanding of the procedures for receiving and storing the new pump, though no backup insulin therapy was available, as the customer planned to contact their healthcare provider.